Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. Upon investigation the pulse wire was open inside of the cable that connects the distribution node (nd) and ECG "b". The open pulse wire caused the reported check belt alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check belt alarms. The pt was issued a replacement electrode belt.